Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse observed error 66200 on the screen upon arrival, and ap5000 led #2 was in yellow instead of green, indicating blue fiber cable (bfc) from ap5000 to endoscope system controller (esc). The fse cleaned the bfc at first with no change. Errors 66201 in conjunction with 66200 were found in the logs. When the fse used a backup e-200 cable for troubleshooting, led indicator was in green with no errors. The fse cleaned the bfc a few more times, applied centralized configuration management (ccm) blob files and restarted the system several times, which resolved the issue. It was confirmed that there was no issue with e-200 integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated error occurred. In addition, e-200 integrated electrosurgical unit (iesu) had no energy output, and all led indicators on the energy cable connections turned red. The customer rebooted the system, but the energy functionality was still unavailable. The tse found multiple errors related to the advanced processor. The tse advised the customer to perform an additional hard power cycle, switch to the second robot or use a backup e-200 iesu. The customer performed another hard power cycle, but error 66200 occurred. There was no reported injury.